Event description:
It was reported the high voltage lead impedance was greater than 200 ohms. The lead was replaced. Additional information provided reported the lead was fractured. Additional information was provided by the patient's attorney. Alleged that the patient has sustained and will continue to sustain severe physical injuries, including inappropriate therapies, severe emotional distress, and economic and consequential damages due to the 'defective' and fractured lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: defib conductor fractured; partial lead returned in segments.

Event description:
It was reported the high voltage lead impedance was greater than 200 ohms. The lead was replaced. No patient complications were reported as a result of this event. Additional information provided reported the lead was fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: defib conductor fractured; partial lead returned in segments. Other: it was reported the high voltage lead impedance was greater than 200 ohms. The lead was replaced. No patient complications were reported as a result of this event. Additional information provided reported the lead was fractured. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, impedance, high, lead(s), fracture of.